Manufacturer narrative:
(B)(4). The device received was not a baxter product. The baxter device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set leaked during infusion of an unknown drug. The leak site was described as the port, where the access set was connected to the y-site of a non-baxter primary set. According to the report, after the leak, blood backed up into the port and began to leak out. The infusion was then stopped, and the IV tubing was replaced. A nurse had checked the IV line several minutes prior to the event with no leak noted. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.